Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer added that the motor error and no delivery corrected itself but that aside fro receiving the alarms, they also experienced high blood glucose levels of 600 mg/dl the day prior to the call, and 500 mg/dl and 318 mg/dl the morning of the call. Treated with the insulin pump. Motor error troubleshooting was performed. The drive support cap appeared normal. The customer wore the insulin pump during a dental x-ray. The customer was able to complete pump rewind but the alarm history contained more than one motor error within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the no delivery alarm was attempted but could not be finished due to receiving another motor error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.